Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in an emergency room (ER) visit. Reportedly, the customer reverted to manual injections for insulin therapy. Although requested, customer declined to provide additional information regarding this event.